Event description:
The patient reported a broken pen. It was unspecified what the details were regarding the defect. It is unknown if the patient missed a dose or experienced an adverse event. It is unknown if the defective product is available for return. No further information was provided. It is unknown if the md is aware. Reported to cvs/caremark by pt/caregiver.